Manufacturer narrative:
(B)(4). Additional information will be provided following the conclusion of the investigation.

Event description:
On (B)(6) 2016 arjohuntleigh received customer complaint where it was indicated that the patient was found on the floor with laceration to right forehead. The hoist (maxi move lift) and the disposable "flite" sling was used to lift the patient off the floor. During starting lifting process resident from the floor when resident was approximately couple inches from floor the patient fell back to floor. It was indicated that sling appeared to have torn along stitching causing sling clip to detach and resident to fall. Please note that the injury sustained by the resident occurred prior to any arjohuntleigh equipment being involved.

Manufacturer narrative:
(B)(4). An investigation was carried out into this complaint. Based on the information received it was indicated that the hoist (maxi move lift) and the disposable "flite" sling was used to lift the patient off the floor. During starting the lifting process of the resident from the floor when resident was approximately couple inches from floor, the patient fell. When reviewing similar reportable events, we have found a number of cases with similar fault description .the trend observed for reportable complaints with this failure mode is currently considered to be low. The maxi move lift as well as sling was inspected. No malfunctions regarding lift were reported. It was indicated that sling appeared to have torn along stitching causing sling clip to detach. According to the above the sling and the lift which work together as a system were found to have been not in accordance to the specification when the event took a place. It can be established that the sling and the lift were being used for patient handling but it appears it contributed to the event possibly due to a use error. The model number of the disposable sling flite involved in the incident is mfa1000m l. Each shoulder clip is connected to the main sling's body by two straps coming together at the place where the clip is, but are sewn into the sling body separately in a "v" shape. This means that, when one strap is broken, there is still the second strap connecting the clip to the sling's body. It indicates that even the one of the shoulder strap was broken, the second strap is still attached to the sling and it should sustains the load. According to the instruction for use (IFU) (04.sc.00 int1_2) arjohuntleigh recommends to perform the 6 step inspection of the sling before first use as well as 7 step inspection before every use. Both of these procedures include the information that the inspection of all parts of the sling should be performed prior to each use with the patient to ensure that use of the product is safe. If the caregivers could not follow the IFU and the inspection could be performed not carefully enough, it is possible that some placement errors like pinching the sling under the shoulder by something prior to raising the patient - could remain unnoticed. According to the lifting procedure described in the IFU the appropriate position of the lift towards the patient as well as proper positioning of the spreader bar needs to be achieved. Afterwards, the leg flaps need to be checked if not twisted and the shoulder clips need to be attached to the spreader bar. Then, the resident's head needs to be slightly lifted and the floor lift is repositioned closer towards the legs of the patient. Ensuring that the brakes are locked, the leg clips need to be attached and the tension in the sling is created by slightly lifting the resident. Afterwards, the inspection of the attachments and the patient comfort needs to be performed prior to lifting patient. If the adjustment is needed, it is necessary to lower the patient and perform appropriate corrections. If the patient is positioned correctly, the brakes can be released and the transfer can be initiated. Not following the instructions of appropriate attachment of the sling to the spreader bar can also result in the device failing in the similar way as described in the complaint. If the straps or leg flaps are twisted after the attachment to the lift and it is not noticed by the caregiver, it can result in occurrence of the excessive tension in the straps. If the step regarding checking the connections after slightly lifting the sling to create tension is omitted, some crucial errors can remain unnoticed. From this evaluation it would appear most likely that the event was caused by the user not following the IFU, due to lack of awareness of the IFU contents. Note that the customer was visited and interviewed by a local arjohuntleigh representative. Arjohuntleigh suggests to remind the staff involved of the device labelling, with special attention to correct lifting procedure. This is to be communicated to the customer. We find this complaint to be reportable to the competent authorities in abundance of caution.